Event description:
Customer reported that a pt developed an infection two days following a hernia repair with mesh implant. The pt was prescribed antibiotics and discharged. No further info is available.

Manufacturer narrative:
Date sent to the FDA: 02/06/2009. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.